Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under- infused during primary administration of a keppra bolus via a secondary connection. The expected volume to be administered was 100 ml in 15 mins with flow rate of 400 ml/hr; however, the actual volume administered was 25 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log for the event date provided shows a secondary infusion of keppar (levetiractam) with a rate with rate 1000ml/hr and vtbi 250 ml at time 01:23:09 with newly loaded set.. The previous infusion was ran at a lower flow rate of 100ml/hr for approximately 13hours. Should additional relevant information become available, a supplemental report will be submitted.